Event description:
It was reported to philips that the motorized movement was not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was inside clinical use and coronary planned treatment/ non-emergency was performed when the issue happened. The procedure was completed as planned by restarting the system. It was reported that the motorized movement was not possible. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the angulation/rotation movement of the c-arm was not possible, and the issue was geo module. Fse replaced the geo module. After replacement of control geo module, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that a coronary planned treatment/ non-emergency was performed when the issue happened. The procedure was completed by restarting the same allura system. This scenario includes that the system is restarted normally. Since the loss of motorized movement of the c-arm was resolved with normal restart and procedure is completed on same allura system, this event would not be reportable. The codes were updated based on the investigation outcome.